Event description:
Report received from the USA stating that the device looked beatin up and had a layer of liquid on it. The device was not being used during surgery. It is unk if injury or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the unit met all specifications. There were some cosmetic blemishes on the console that had been covered with touch up paint applied during our normal repair process, and these touch up areas were likely the reported "liquid or saline". The finished of the touch up paint is slightly glossier than the reported liquid or saline. The finish of the touch up paint is slightly glossier than the console paint, so they may have appeared wet to the customer. However, the console met all requirements for refurbished equipment. If additional info is received, a supplemental report will be sent.